Manufacturer narrative:
The lip that holds the cam is either worn and/or broke off and the cams are falling out or not occluding the tubing set. There were no related cpf defects reported for this machine. The returned four-position line clamp was visually inspected and confirmed that the clamp holder was broken. The tabs on the white clamp insert holder was broken or stretched, allowing the inserts to fall out of the holder. It was also determined that the returned clamp stop tabs which stopped securely in the closed position. This condition occurred with normal use. The above info indicates that the line clamp failure described in this complaint was generated by a broken clamp assembly. This issue will continue to be trended part of the co's corrective action system and the management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. Customer contacted: n. Sales/service contacted by investigator:n. Training required:n.

Event description:
During a dialysis treatment, a four position line clamp broke. There was no pt injury or medical intervention.